Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that by the patient that following implant of the right ventricular lead, there was "bleeding for three weeks" and that they have been "hurting". Followup information revealed that patient developed a hematoma unrelated to performance of the system. It was also reported that unrelated to the hematoma, the lead retracted into the atrium. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.